Event description:
Eclipse homepump (model # e251750, lot # 0202709082) containing vancomycin 1.25 gram in 0.9% sodium chloride 250 ml had leaked and was empty on arrival. Tubing disconnected from ed.